Event description:
It was reported that a pericardial effusion, hypotension, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was being implanted. During the final assessment of the release criteria of the closure device, a global 3cm pericardial effusion accumulating mostly near the right ventricle was seen via transesophageal echocardiography (tee). The patient experienced hypotension and the pericardial effusion developed into cardiac tamponade. The closure device was released and implanted in the laa successfully despite the pericardial effusion. Pericardiocentesis was performed, and 330ml of fluid was drained from the pericardium and reinfused through the femoral venous sheath back to the patient. After pericardiocentesis was completed, the blood pressure of the patient stabilized, and a drain was placed. The drain was removed the following morning and the patient was discharged the day following the procedure.